Event description:
The drug in the pump had been changed from fentanyl to morphine at implant. At the clinic visit on (B)(6) 2014, the patient¿s pain was under control, but she was having side effects of nausea and vomiting. The patient was having difficulty eating and taking any meds. She was not sleeping well. The patient was anxious about the new medication as she was leaving the state to go and be with her dying mother the following day and probably wouldn¿t be back until (B)(6). The patient appeared to be in mild distress. The patient was getting 50% relief with the combination of the intrathecal pump and her oral pain medications. She was taking dilaudid and exalgo. The patient had not been taking her exalgo due to the implanting hospital telling her not to and the nausea and vomiting. All of the change at once was too overwhelming for the patient. The patient stated that without her pain medications she would lose all remaining functionality. The plan for the patient was to continue the dilaudid and exalgo and she was prescribed phenergan for the nausea and vomiting. The patient was to return for pump reprogramming and refilling on an as needed basis. Additional information received reported that the symptoms could have been related to withdrawal. It was stated that the managing physician had not seen the patient for several months. The patient was in oregon and their pump had been managed there; apparently new pump site got involved and the pump was explanted. The physician believed the patients pump had been removed due to (d/t) "infection" after the new replacement pump was done. The explant happened in oregon. No further information was provided. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).